Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of lung and thoracoscopy, the reload was connected to the device normally, and when clamping the tissue with the reload and pressing the green button to fire the tissue, it was not able to fire. Re-clamping the tissue and other was not done, the indication of exceeding applicable limit was shown on the display. After that, the tissue was released, a new reload was connected, and the firing could be performed normally. No patient injury.